Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see medwatch report # 2032227-2015-15191.please see medwatch report # 3004209178-2015-55226.

Event description:
The customer reported via phone call that the reservoir experienced an occlusion and that he experienced high blood glucose. The customer stated that he was unable to get the reservoir to "blow air into the vial." The customer's blood glucose was 80 mg/dl at the time of the reservoir issue. He reported that last fall, he had been admitted to the intensive care unit due to pancreatitis, which caused unstable blood glucose. He advised that he had not been using the insulin pump at that time. He stated that he had been recommended to use insulin pump therapy after he had been hospitalized for the second occurrence of diabetic ketoacidosis. He advised that his blood glucose average was in the 200 mg/dl range since starting insulin pump therapy. The customer was advised to replace the reservoir and agreed to return the reservoir for analysis.